Manufacturer narrative:
This is the same event as 3010536692-2016-00461.

Event description:
Allegedly, the patient was revised due to the following mom complications: hip pain, clicking, weakness, restricted motion, elevated metal levels, metallosis (left).

Manufacturer narrative:
This is the same event as 3010536692-2016-00461.

Event description:
Allegedly, the patient was revised due to the following mom complications: hip pain, clicking, weakness, restricted motion, elevated metal levels, metallosis. (Left)